Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018 at 7 pm with blood glucose over 370 mg/dl. The current blood glucose was 101 mg/dl and another blood glucose was 500 mg/dl. The customer reported that the insulin pump had compromised force sensor system. The customer was treated with the saline. Troubleshooting was done for high blood glucose and under delivery. The troubleshooting was performed for prime rewind. The customer reported that the drive support cap was sticking out. The customer reported that insulin pump system had not been in use within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.